Manufacturer narrative:
Follow-up # 1: date of submission 09/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/10/2015 with the following findings: a review of the pump black box data revealed a 088 call service alarm. During testing, the piston did not move during rewind and a 064 alarm was given during the load cartridge step. The reported alarm was unable to be adequately investigated due to an unrelated call service alarm. Unrelated to the original complaint, the pump was opened and the motor was removed and tested with external power and no motor stalls were reproduced. It was noted that a lead screw and piston rod were stiff and difficult to spin but the piston rod was fully extended. The piston rod moved the lead screw down with no difficulty.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 088 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.